Event description:
Follow up communication confirmed that, at the two underinfusion volume discrepancies, the full 20ml were aspirated. Patient never felt results. Additionally, representative confirmed that a catheter dye study was performed and confirmed that the catheter was patent. During the revision procedure, the pump was taken out and clipped which showed that csf was free flowing. Multiple boluses and primes were programmed to the pump on the back table and zero drug was delivered.

Manufacturer narrative:
Additional information: b5 corrected information: b6 if additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for analysis and review of device history record internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report an explant due to volume discrepancies. Representative stated that a cap study was performed due to multiple volume discrepancies. The cap was unable to be aspirated. During the explant procedure, the pump was taken out and a 0.2mg bolus was programmed on the back table; pump was filled with 10mg/ml concentration. Representative reported there was no visible bead at the pump stem. Representative reported a 1mg bolus was programmed and the pump was put in a basin of warm saline on the back table and no bead was observed. The pump was then replaced.

Manufacturer narrative:
Additional information: e1. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Corrected information: d9, h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Attempts to push sterile water for injection (swi) and air through the cap septum was successful. And an attempt to aspirate swi and air through the cap septum was also successful. The unit primed and flowed as expected. Internal complaint number: (B)(4).